Manufacturer narrative:
Eval was not possible, as the products were not returned. Prod info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not very or draw any conclusions about the reported event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. MFR considers the investigation closed. Should add'l info be rec'd, the investigation can be reopened.

Event description:
The pt was revised because of osteolysis, poly wear and loosening.